Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when the medication cassette 250 ml was attached and used, an alarm occurred indicating the cassette had come off. Event occurred during patient use and during infusion. There was patient involvement, and no signs or symptoms experienced.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Event log confirmed that there was a record of repeated power on/off on, presumably caused by a beep sound as an alarm before the no disposable attached alarm. The cause was a defective downstream occlusion (dso) or upstream occlusion (uso) sensor. The dso and uso sensors were replaced and device passed functional tests.